Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two closure tops migrated out of their mating iliac screws post-operatively. A revision surgery is scheduled. This is report one of four for this event.

Manufacturer narrative:
Corrections in b5, d4: lot number and UDI number, d9, h3, and h6: patient codes. Additional information in d6b and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2023-00378.

Event description:
It was reported that two closure tops migrated out of their mating iliac screws post-operatively. A revision surgery was performed in which the closure tops were removed and replaced while the iliac screws remained implanted. The patient's pain and posture improved following the revision surgery. The initial construct was t-11 to ilium.this is report one of four for this event.

Event description:
It was reported that two closure tops migrated out of their mating iliac screws post-operatively. A revision surgery was performed in which the closure tops were removed and replaced while the iliac screws remained implanted. The patient's pain and posture improved following the revision surgery. The initial construct was t-11 to ilium. This is report one of four for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. H6: additional method codes: 4109 and 4110. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the threads are damaged. Provided x-rays confirmed that the closure top had backed out of its screw. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.